Event description:
It was reported that the customer inadvertently cracked the pump touchscreen and touchscreen is no longer responsive. Customer's blood glucose was within range (value not provided). Customer reverted to using an alternate method of insulin therapy.